Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) was confirmed. Upon investigation the monitor failed essential performance testing. The cause of this was a shorted c1 capacitor on the ca board. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported monitor was displaying a service code 110 (overvoltage set no energy).